Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked into the reservoir compartment. The customer's blood glucose was 290 mg/dl at the time of incident. Troubleshooting advised customer that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of tone opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.